Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited a primary audible alarm error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Additional information received on 16-nov-2022 via email and attached to complaint object: this device did not fail during patient use.device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the device in good condition with no visible damage. The device's event history log was reviewed and found "primary audible alarm post". The reported problem was not duplicated at power up. Root cause is possible to be the speaker. Repairs done to correct the reported issue, replaced speaker, performed preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. Service history review identified this device was last service in january, 2022, and there was no indication of a service issue during the investigation.